Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracotomy bulectomy procedure, the surgeon requested mechanical suture (echelon of 45) which at the time of shooting is blocked making only the proximal cut and does not allow its opening; for this, a new mechanical pistol (echelon 60) is passed, losing a recharge of 45 that was already on the table. A new mechanical suture (echelon 60) is passed, to make a slightly wider resection and to release the tissue from the mechanical suture. No patient consequence reported.

Manufacturer narrative:
Product complaint(B)(4). Batch # r5a39f. Investigation summary: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45b cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.